Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant in a patient with a large flexnav delivery system. During pre-dilation with balloon aortic valvuloplasty (pre-bav), the patient experienced lengthened qrs duration. It was reported the patient did have calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the device was 4mm. A decision was made to implant a permanent pacemaker implant to treat the lengthened qrs duration. The patient was kept at the hospital for an extra day for continued rhythm monitoring and their status was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant in a patient with a large flexnav delivery system. During pre-dilation with balloon aortic valvuloplasty (pre-bav), the patient experienced lengthened qrs duration. It was reported the patient did have calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the device was 4mm. During procedure, the patient's arrhythmia worsened and a decision was made to implant a permanent pacemaker implant to treat the lengthened qrs duration. The patient was kept at the hospital for an extra day for continued rhythm monitoring and their status was reported as stable.

Manufacturer narrative:
An event of lengthened qrs duration was reported. It was reported that the patient had calcification extending beneath the aortic annular plane in the interventricular septum and the valve was implanted at a depth of 4mm, deeper than the optimal 3mm. However, information from the field indicated that the reported event started during pre-dilation with balloon aortic valvuloplasty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.